Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there were inaccurate spco readings of 4-6%. It was noted that light shielding was utilized. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected: lot # from 16ac1 to a16a737.